Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the primary plum tubing is failing in hospital. The little cartridge going inside the area or pump comes up with unknown error code and won't pump sometimes. She confirmed that there was nothing wrong with the pump but only the tubing used. There was patient involvment, however no report of patient harm.additional information received from the customer on (B)(6) 2023 stating there were 4 nurses who all were having difficulty with this tubing. The tubing was primed appropriately, and the cassette was put in the pump, and when the pump was turned on it did its checks like it always does. The pump automatically said there was a proximal air error. It was mentioned that the staff tried to troubleshoot the tubing with multiple different pumps and multiple sets of tubing, and it continued to say proximal air error and it was not usable. Additionally, there were a couple times that the registered nurse (rn) had to use nitro tubing in a trauma case for the other meds because they could not get it to work. One nurse tried a set of tubing on all the pumps in the emergency department (ed) and it would fail each time. Furthermore, she was occasionally able to get it to work if she pulls the cassette out of the pump and put it back in but this step should not have to be done. This captures 4 of 4 occurrences.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.